Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 1,070 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia and loss of consciousness and visual impairment. The patient reports the pod had fallen off the pod infusion site (abdomen) while they had been sleeping. Once at the hospital the patient had x-rays and blood tests administered. The patient was treated with antibiotics as well as a nebulizer treatment. The patient was in the intensive care unit for 3 days and a hospital room for 1 day before being discharged.